Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated during the system checkout. No parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was not provided by the site due to legal/confidential reasons. The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively and caused no delay to the surgery. It was reported that "no signal" was displayed on the navigation device and it did not start. The surgery was completed without navigation and there was no impact on patient outcome.